Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has dried fluid under the lens, cassette sensors struggle to move, air sensor and dso seal are unadhered, damaged battery compartment latch, software upgrade required. It is unknown if there is patient involvement.

Manufacturer narrative:
B5: the issue was discovered during testing. There was no patient involvement.h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in very poor condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and no error codes were recorded. Functional testing was performed, and the reported issue was not confirmed. The device was found to be beyond economical repair. No action was taken.